Event description:
The physician successfully accessed the pt's mca using the psc054 over the psc032 and a guide wire. After several mins of aspiration, the physician removed the psc054 and separator to do an angiographic run. When he re-accessed with the same psc054, psc032, and guide wire, he noticed a significant amount of blood return into the canister and thought the vessel had opened. He again removed the psc054 and noticed that it was nearly broken in half. He was able to remove the catheter without any trouble or pt injury. He continued the case using a new 054 catheter and separator. There were no problems with the 054 separator during the case. It was noted that the pt did not have abnormal or tortuous anatomy and the physician did not torque or roughly handle the catheter.

Manufacturer narrative:
The device is available for eval and a f/u MDR will be submitted upon completion of the investigation. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.